Manufacturer narrative:
During inspection and testing, a foreign body was found in the area of the channel mount unit and was removed. The object appeared to be part of an endoscopy accessory that got stuck. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during a diagnostic procedure, there was an issue with the instrument channel on the subject device. The procedure was completed with another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a foreign body was removed from the instrument channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the reported event are likely due to a fragment of endoscope accessory entered the biopsy channel and got stuck in the k-mount. The user¿s reprocessing was different from IFU recommendation, which made the fragment remain in the k-mount. Additionally, presence of fragment in k-mount was not detected before the procedure since inspection prior to use was insufficient. The event can be prevented by following the instructions for use (IFU) which state: operation manual: 3.8 ¿inspection of the endoscopic system: inspection of the instrument channel and forceps elevator: 3 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope.¿ reprocessing manual: 1.4 precautions: ¿all channels of the endoscope, including the instrument channel, and all accessories used with the endoscope during the patient procedure, such as all valves, must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor field performance for this device.